Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was retuned for evaluation. During visual evaluation sample appeared to be bloody and no other anomalies were noted on the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. All 6 samples were obtained with no issues. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. The x-ray showed that the cannula tangs were engaging with the device housing. Therefore, the investigation is unconfirmed for the reported failure to obtain samples as the device were able to obtain 6 samples without any issues. However, the investigation is confirmed for the reported self-activation as the device self-activated when performing the drop test. It is possible that the identified self-activation contributed to the reported failure to obtain samples at the time of the procedure. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a breast biopsy through hard tissue, the device allegedly failed to obtain samples. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during a breast biopsy through hard tissue, the device allegedly failed to obtain samples. There was no reported patient injury.